Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patients serious adverse events of a myocardial infarction and death. Per the pdrn, the patients treatment data was reviewed, and no variances were noted. Additionally, there was no indication a fresenius product(s) and/or device(s) failed to perform as expected. Esrd patients are considered at high risk for acute coronary events. Furthermore, myocardial infarctions and cardiovascular disease are common among chronic kidney disease (ckd) patients and generally multifactorial in origin. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the patients myocardial infarction and subsequent death. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing ccpd therapy when she expired. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having cause and/or contributed to the serious adverse events. However, without a death certificate, esrd death notification, and/or autopsy report, this clinical investigation cannot disassociate the device from the serious adverse events. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.¿

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired due to a heart attack (myocardial infarction). During follow-up, the patients pd registered nurse (pdrn) reported the patients spouse contacted the outpatient home dialysis clinic and reported that the patient expired. The patients spouse reportedly left for work in the morning and got a call from the patients doctors office that the patient missed their appointment. The husband returned home to discover the patient had passed away in their sleep due to a reported myocardial infarction (specifics not provided to pdrn). The patient was still connected to the cycler. The pdrn reported the patients ccpd treatment data was reviewed, and no variances or alarms were noted. The patient was taken directly to the funeral home without an autopsy being performed; therefore, the definitive cause of death is unknown. The pdrn reported there was no deficiency or malfunction of a fresenius device(s) and/or product(s) to report. Additional information was requested (e.g., death certificate, esrd death notification), however the pdrn reported the patients electronic record is closed.